Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 130 ohms. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided. Subsequent information indicates this lead will not be returned as it was surgically abandoned but remains implanted. If information is provided in the future, a supplemental report will be issued. This correction supplemental report was submitted with updates to describe event or problem field in report section b5 and updates to additional MFR narrative field in report section h10.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 130 ohms. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was subsequently received that this rv lead was surgically abandoned, not explanted. As a result, it will not be returned to boston scientific.